Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as there is no air/water flow as foreign material, believed to be a piece of silicone rubber, was found clogged inside the air/watere nozzle. Additionally, the bending angulation is insufficient due to a stretched angle wire, the control knobs have play, there are scratches on the insertion tube, the bending section cover adhesive is cracked, the distal tip cover is cracked, the light guide lens is cracked, the adhesive of the objective lens is peeled off, there are scratches on the protective boot cover of the insertion tube. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed that there was no previous repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the insufficient air/water supply is due to clogging in the air/water nozzle. The cause of the reported clogging could not be conclusively determined. However, the potential cause may be attributed to a piece of broken runner packing of air/water valve or water container or chipped rubber parts from the injection tube (mh-946) that became broken and stuck inside the nozzle. In general, the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed that the customer evis lucera elite colonovideoscope was returned for service/repair for a reported ¿cannot sent water¿. Upon inspecting and testing, the service evaluation identified that the air/water nozzle is clogged with a foreign material. No death, injury, infection or harm was reported to olympus.